Event description:
The pump was alarming no disposable, clamp tubing. I instructed patient to stop and restart the pump. The pump continued to alarm. The patient did not want to remove the cassette so no additional trouble shooting was done. I then instructed the patient to turn the pump off, clamp the tubing and call the clinic to see if he should go in earlier than his scheduled appointment. No additional information available.